Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Reason: nausea, vomiting, weight loss, gastroesophageal reflux disease, abdominal pain. History: hernia. Impression: large hiatal hernia containing entire stomach, fat-containing paraumbilical anterior abdominal wall hernia, no involvement of bowel loops, previous hysterectomy. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Procedure report. Procedures performed: colonoscopy with biopsy, upper endoscopy. Indications: weight loss, postprandial nausea, occasional vomiting, solid food dysphasia, periumbilical abdominal pain. Cat scan suggests large hiatal hernia. Impression: large hiatal hernia versus paraesophageal hernia, mild sigmoid diverticulosis, two small colonic polyps. (B)(6) 2014:(B)(6) medical center. [Provider ni]. Radiology ¿ x-ray upper gastrointestinal with air without kub. Dysphagia, previous abnormal CT. Impression: large hiatal hernia, nearly entire stomach in intrathoracic position. Some rotation of stomach as greater curvature lies along superior margin of stomach in chest. Passage below diaphragm at level of distal gastric antrum, causes narrowing but without obstruction at site. (B)(6) 2014:(B)(6) clinic. (B)(6) md. Office notes. Hiatal hernia. Symptoms started 2008, lost 30 lbs over past six months. Daily and continuous heartburn, reflux, cough or throat clearing, nausea, bloating. Daily but not continuous chest pain, dysphagia to solids and liquid, diarrhea (past six months), belching. Assessments: reflux, esophageal, diaphragmatic hernia without obstruction. Treatment: symptomatic hiatal hernia, candidate for repair. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Procedure ¿ endoscopy. Indications: hiatal hernia. Impression: peristaltic esophagus with sufficient distal esophageal contraction pressures to sustain a 360 degree fundoplication at the time of her hiatal hernia repair. Does have hypertonic upper esophageal sphincter, most likely compensatory. (B)(6) 2014: [missing records: records for ¿laparoscopic hiatal hernia repair with mesh, fundoplication¿ were not provided.] (B)(6) 2014: [missing records: records for ¿upper gastrointestinal x-ray¿ were not provided.] (B)(6) 2014:(B)(6) medical center. (B)(6) md. Radiology ¿ x-ray upper gastrointestinal with air without kub. Vomiting post surgery. Indication: status post repair hiatal hernia, unable to keep anything down, denies chest, abdominal pain. Impression: persistent moderate narrowing at gastroesophageal anastomosis similar to prior exam. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Office notes. 8 weeks status post fundoplication. History: laparoscopic hiatal hernia repair with mesh, fundoplication (B)(6) 2014. Reports heartburn dysphagia to solids and liquids, vomiting 20 minutes after eating. Reports gas, bloat, pain above umbilicus, pain increasing relative to hernia. Exam: abdomen soft, nontender, nondistended. Incisions pink, healing well. Has supraumbilical hernia soft but tender, nonreducible. Review CT (B)(6) 2014. Has 2.5 cm hernia above umbilicus with incarcerated fat, no stranding. Treatment: upper gastrointestinal series ordered (B)(6) 2014. July 7th further testing, interested in having supraumblical [sic] incisional hernia repaired. Continued dysphagia, plan another egd with dilatation and or possible biopsy. (B)(6) 2014:[missing records: records for ¿upper gastrointestinal series¿ were not provided.] (B)(6) 2014:(B)(6) clinic. (B)(6) md. Operative report. Preoperative diagnoses: incisional hernia with incarcerated omentum. Dysphagia. Procedure performed: laparoscopic incisional hernia repair with 10 x 15 cm gore dualmesh and esophagogastroscopy with dilatation over a wire from 38 french to 54 french. Indications for procedure: ¿the patient is a 54-year-old woman who had presented with abdominal bulging had an incision from her laparoscopic hysterectomy. She also has dysphagia after nissen fundoplication. Esophagram shows some distal narrowing. Details of procedure: the patient was brought to the operating room and placed in the operating table in the supine position. She had received ancef for infection prophylaxis. She had lower extremity sequential devices placed for deep venous thrombosis prophylaxis. Once general endotracheal anesthesia was induced, her abdomen was prepared using chlorhexidine solution. Sterile drapes were then placed. The patient was placed in reverse trendelenburg position. An incision was made in the right upper quadrant subcostal space. A veress needle was inserted into the abdomen. Carbon dioxide insufflation was begun and continued to achieve a pressure of 15 mmhg. Once this was achieved, a 5 mm trocar was then inserted into the abdomen. Exploratory laparoscopy revealed incarcerated omentum within her supraumbilical incision. Bimanual pressure that was productive in reducing the majority of the omentum of the abdomen; however, there were 2 adherent bands. We then placed a 12-mm trocar into the left subcostal space. Cautery scissors were then used to lyse the adhesions to the omentum and the remaining hernia sac. We then measured the defect to be 2.5 cm round. Finally, we were able to select a piece of gore dualmesh for use. The 0 prolene sutures were placed at 2 different sides of the mesh and then this was rolled and introduced into the abdomen. We were then able to place another 5 mm trocar into the right lower quadrant. We were then able to unfurl the mesh. We then used a suture grasper to retrieve the transabdominal fixation sutures through the lateral portions of the abdominal wall. The mesh was then tacked circumferentially and was lying quite flat against the abdominal wall. Finally, we placed 4 more transabdominal fixation sutures of 0 prolene. We were then able to turn our attention to the esophagogastroscopy from the sterile field. I then was able to place the gastroscope into the patient¿s esophagus. This appeared normal down to the point of 38 cm. This was the location of her squamocolumnar junction. She did not have any thrush present. We were then able pass into the stomach. The dilation wire was then placed through the gastroscope into the antrum. We then backed the scope over the wire and out of the stomach and the esophagus. Finally, we proceeded with serial dilatation using a 38 french, 41 french, and 45, 48, 51, and finally a 54 french bougie over the wire. Each of these held in place for 30 seconds. We then removed both the wire and the dilator and then was able to return the gastroscope to the esophagus and stomach. There were no mucosal breaks. There was no damage from dilatation. This then concluded the procedure. I then returned to the sterile field. We were then able to desufflated the abdomen, removed the trocars. I infiltrated all the incisions with 0.5% marcaine. Skin incisions were closed using 4-0 monocryl and dressed using dermabond. The patient then was extubated and transferred to the pacu for further recovery. Upon her transfer to the stretcher and abdominal binder was put in place. Please see the anesthesia records for total IV fluids and estimated blood low. There was no specimen sent.¿ product identification records for the alleged gore device were not provided. (B)(6) 2014:(B)(6) clinic. (B)(6) md. Office notes. Having pain, not improving. Denies drainage from wound. Not eating well, having diarrhea, constipation. Diarrhea about 10 times or more a day. Aleve for pain, wearing abdominal binder at night. Problems swallowing, difficulty with bread, water, most meats, noticed improvement since last endoscopy. Reports nausea. Exam: abdomen soft, incision pink, healing well, no drainage. Tender around hernia repair, repair intact, has a seroma. Treatment: increase activity, no lifting restriction, order CT abdomen. Follow up 2-3 days. (B)(6) 2014: (B)(6) surgical clinic. (B)(6) md. Radiology ¿ CT abdomen with contrast. History: seroma. Findings: abdominal wall: mesh demonstrated along ventral abdominal wall from hernia repair. In subcutaneous tissues in this area there is a nonenhancing fluid collection likely representing a seroma. Measures 2 x 3 cm maximum axial dimensions. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Office notes. Discuss CT scan. Assessment: seroma. Exam: abdomen tender, palpable mass above umbilicus, no erythema. Treatment: aspirate seroma to see if relief abdominal pain. Procedure: area overlying tender bulge prepared using betadine solution. 2 ml of 1% lidocaine infiltrated into skin, 18 gauge needle inserted in seroma, 3.5 ml clear yellow fluid aspirated. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Office notes. Abdominal pain from surgery. Treatment: try dexamethasone injection into 2 sites. If does not obtain relief, try removal of transabdominal fixation sites, may need referral to chronic pain specialist. History: reports left sided pain, at times severe. Weight 137 lbs., bmi 22.15. Exam: abdomen soft, flat, small seroma, tender at superior incisions from transabdominal suture sites. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. History: abdominal pain, hiatus hernia repair, ventral hernia repair. Impression: mild nonspecific dilatation distal small bowel loops with abundant gas distally, possibly reflecting localized ileus or enteritis. (B)(6) 2014:the surgical clinic. Trudie a. Goers, md. Office notes. Discuss CT scan. Abdominal pain. Treatment: discussed pain specialist and abdominal wall physical therapist, obtain relief with electrophysiotherapy or massage therapy, no anatomic reason for discomfort. History: abdominal pain when bowel movement, pain at previous hernia site. Exam: abdomen soft, incision pink healing well, no drainage. Tender around hernia repair site, no masses, no erythema, repair intact. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Emergency room visit. Right upper quadrant abdominal pain. Diagnosis: cholelithiasis. (B)(6) 2016:(B)(6) hospital. (B)(6) md. Emergency room visit. Abdominal pain for 3 days, pain in periumbilical and epigastric region, worsened by deep breaths. One episode of vomiting. Diarrhea for 2 days. Bowel movement this morning. Exam: abdomen soft with epigastric, periumbilical tenderness, well-healed laparoscopic sites. CT abdomen/pelvis obtained, was circumferential wall thickening involving proximal to mid small bowel loops in left upper to mid abdomen, thought to represent enteritis. Questionable extraluminal gas in left upper quadrant, could be result of perforated viscus. Evidence of esophagitis in distal esophageal wall. Spoke with dr. Marlar, surgeon, admit patient. Impression: postoperative abdominal pain, enteritis, possible perforated viscus. (B)(6) 2016: (B)(6) hospital. (B)(6) md; (B)(6) md. History and physical. Left lower quadrant abdominal pain. Since cholecystectomy, reports persistent sharp stabbing abdominal pain localized to periumbilical area and left lower quadrant, worsened over last few weeks. Pain intermittent, stabbing, associated with staining bowel movement, eating. Report intermittent nausea, occasional episode of nonbloody nonbilious emesis. Reports loose brown watery diarrhea since surgery. Pain worse last night, persistent. Questionable extraluminal gas left upper quadrant. Exam: abdomen soft, mildly tender to deep palpation in periumbilical area and left lower quadrant. Mild current nausea, and abdominal pain. Heavy smoker, greater than 1 pack per day for greater than 30 years. Plan: admit to general surgery with dr. Marlar. Nothing by mouth, control pain, start antibiotics concern for enteritis. Obtain repeat CT. [Missing records: a CT scan showing ¿bowel thickening¿ was not provided.] (B)(6) 2016:(B)(6) clinic. (B)(6) md. Office notes. Emergency department this weekend requesting pain medication, CT scan showed bowel thickening. Admitted for observation, discharged following morning. Continues epigastric pain, associated with alternating diarrhea, constipation. Denies incisional pain. Assessment: abdominal pain. Treatment: upper gastrointestinal series with small bowel follow through rule out crohn¿s disease. (B)(6) 2016:(B)(6) hospital. (B)(6) md. Radiology ¿ upper gi with air contrast and small bowel series. History: abdominal pain. Impression: paraesophageal hernia. May represent a nissen fundoplication within a hiatal hernia as postsurgical changes are seen at ge junction on prior CT. Delayed small bowel transit time without obstruction. (B)(6) 2016: (B)(6) clinic. (B)(6) md. Office notes. Continued abdominal pain, focused in epigastrium. Exam: abdomen soft, tender in epigastric region, nondistended. Well healed scars, no hernias. Treatment: repeat CT scan to ensure not continued small bowel thickening. Suspect related to chronic constipation, wonder if have irritable bowel syndrome with constipation. Suggested miralax, gi consultation. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. History: abdominal pain. Impression: suggestive of constipation. No small bowel wall thickening or edema, no free fluid. Small amount gas and contrast material extending into fundoplication wrap, seen on previous exam. (B)(6) 2016:(B)(6), (B)(6) md. Office notes - gastroenterologist consult. Chronic abdominal pain. Abdominal discomfort since underwent hiatal hernia repair. Worsening dyspepsia, indigestion, epigastric pain, abdominal bloating. Weight loss, diarrhea alternating with constipation. Had CT suggested small bowel inflammatory changes, not on follow up small bowel series, slow transit noted. Assessment: irritable bowel. May have gastroparesis exacerbated by fundoplication/hiatal hernia repair. Consider egd and colonoscopy. (B)(6) 2016: (B)(6) , (B)(6) md. Procedure esophagogastroduodenoscopy. Indications: abdominal distress/pain. Former smoker, stopped (B)(6) 2016:. Weight 117 lb. Findings: esophagitis noted in distal esophagus-biopsied. Hiatal hernia noted. Endoscopic diagnosis: suspect bloating, discomfort secondary to hernia repair/fundoplication. Gastroparesis consideration given narcotic use. (B)(6) 2016:(B)(6) hospital. (B)(6) md. Emergency room visit. Chronic right upper abdominal pain, worse with breathing, frequent diarrhea. Ongoing for 2 years after hiatal hernia repair, gallbladder removal. Worse last month. Had nausea without vomiting. Has free air in abdomen. Diagnosis: acute abdominal pain, pneumoperitoneum, admitted. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Radiology - CT abdomen/pelvis with IV contrast. Impression: free air in abdomen, bowel perforation not evident given distribution of air, proximal duodenum/pylorus suspected. No bowel obstruction, no abscess or free fluid. Evidence of prior upper abdominal ventral hernia repair with mesh. (B)(6) 2016:(B)(6) hospital. (B)(6) md. History and physical. Exam: abdomen soft, positive epigastric/right upper quadrant/right lower quadrant tenderness with guarding and rebound, mildly distended. Plan: perforated viscus and intra-abdominal free air. Site of perforation unclear, suspect perforated duodenal/gastric ulcer. Stable, non-toxic, normal labs, physical exam concerning, doubt perforation has sealed itself, doubt improvement without surgery. Nothing by mouth, IV fluids, antibiotics, to or emergently for exploratory laparotomy. (B)(6) 2016: (B)(6). Pre-anesthesia evaluation. Asa 3e. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Attending surgeon: (B)(6) md. Anesthesia type: general. Specimen: foreign object. Estimated blood loss: minimal. Intraoperative findings: negative exploratory laparotomy. No perforation, free fluid, peritonitis, succus entericus, bile, stool, fibrinous exudate, indurated or inflamed tissue, contamination, or signs of intraabdominal infection or ischemia. Normal appearing stomach, duodenum, small bowel, large bowel, and rectum with moderate gaseous distention of the right and transverse colon. Previous mesh along abdominal wall just superior to the umbilicus was removed. Preoperative diagnoses: perforated viscus and intraabdominal free air. Postoperative diagnosis: abdominal pain. Procedures performed: exploratory laparotomy. Removal of foreign object mesh. Indications for procedure: ¿the patient is a 56-year-old female with a history of chronic abdominal pain over the past few months and a history of peptic ulcer disease several years ago, history of gerd on ranitidine, status post laparoscopic nissen fundoplication and hiatal hernia repair, status post laparoscopic cholecystectomy, who reported acute worsening of her pain earlier in the day of admission, the pain was worse in the epigastrium. She did not have any nausea or vomiting. Her last bm was on the day of admission. She has been afebrile. She was seen in the emergency department. Her white blood cell count, lactate and creatinine were all normal. Her heart rate and blood pressure were normal. CT scan of the abdomen and pelvis, however showed intraabdominal free air without a definite perforation site identified, though the duodenum or pylorus was suspected. The patient received IV fluid hydration and zosyn. Physical exam demonstrated epigastric right upper quadrant and right lower quadrant tenderness with guarding and rebound. Her abdomen was also mildly distended. The CT scan was personally reviewed with the radiologist. The patient was stable and nontoxic with normal labs; however, her physical exam was somewhat concerning. Her physical exam combined with the radiology reading of the CT scan, prompted need for exploratory laparotomy. She wound be taken to the operating room emergently for exploratory laparotomy. Risks and benefits of surgery were discussed. The patient understood and agreed to proceed. Procedure in detail: the patient was brought to the operating room and placed on the operating room table in supine position. General anesthesia was induced and the patient was intubated. She received preoperative IV antibiotics. A foley catheter was placed. The abdomen was prepped and draped in standard sterile fashion. A surgical timeout was performed. A midline laparotomy incision extending from the xiphoid process to just above the umbilicus was created and dissection was carried down through the subcutaneous tissue to the level of the fascia using electrocautery. The fascia would be incised using electrocautery. The peritoneum would be grasped and elevated and sharply divided using metzenbaum scissors to gain access into the abdominal cavity. The fascia and peritoneum would be opened for the full length of the incision. At the inferior portion of our incision just above the umbilicus, a foreign body which seemed consistent with mesh was noted corresponding to previous periumbilical hernia repair noted as per the patient¿s history. We would begin to explore the abdomen. Upon initial inspection, no gross abnormalities to draw our attention were noted. Because based on the cat scan and radiologist findings, high suspicion was in the area of the duodenum or pylorus, we would begin our inspection here. The entirety of the stomach was inspected along the anterior surface as well as the anterior surface of the first portion of the duodenum, all of this appeared normal. We would then further inspect the stomach by partially opening the gastrohepatic ligament and inspecting along the lesser curvature as well as dividing the gastrocolic ligament with entry into the lesser sac to inspect the greater curvature and the entire posterior aspect of the stomach. Everything appeared normal. Some scar tissue was evident at the hiatus corresponding to the patient¿s previous hiatal hernia repair and nissen, but otherwise no abnormalities here were noted either. We would partially kocherize the duodenum mobilizing some of the first and second portion of the duodenum, again with no abnormalities found. We would then administer methylene blue dye mixed with saline via the patient¿s ng tube to see if there was any spillage of the blue liquid to indicate a site of perforation. There was none. We would then run the entirety of the small bowel from the ligament of treitz to the ileocecal valve. The small bowel appeared normal. We would then inspect the colon. The right colon and transverse colon were moderately distended with gas, but otherwise normal and the splenic flexure was normal. The descending colon was normal. The sigmoid colon was normal all the way down to the rectosigmoid function and superior aspect of the rectum. These were all normal. There were no signs of infection or ischemia within the abdomen. There were no signs of contamination. There was no free fluid. There was no peritonitis or fibrinous exudate. There was no peritonitis, bile, stool, or succus entericus or anything to indicate a perforation of the gi tract or any other intraabdominal abnormality noted. The exploratory laparotomy was negative. After a thorough and exhaustive search for a site of perforation, we decided that there was no perforation and that the reading of free air on the CT scan was incorrect and possibly due to mistaking some of the gaseous distention of the colon for extraluminal air. At this point, we decided to close the abdomen. Prior to doing so, we would use electrocautery to remove the mesh along the anterior abdominal wall from the patient¿s previous surgery, so as to provide clean edges of tissue to sew together during our closure. Once the mesh was excised in [illegible] pieces, it would be passed off as specimen. The fascia would then be closed using #1 looped pds suture x 2. The wound would be irrigated and the skin was closed using skin staples. Sterile dressing was applied with telfa, 4 x 4 gauze and hypafix tape. The patient was awakened from anesthesia and taken to the recovery room in stable condition.¿ (B)(6) 2016:(B)(6) md. Pathology report. Case number: (B)(4). Operation: exploratory laparotomy. Pre-operative diagnosis: free air. Post-operative diagnosis: abdominal pain. Specimens: foreign body. Diagnosis: foreign body: benign fibrofatty tissue with hyalinized stromal fibrosis and foreign body giant cell reaction to polarizable mesh material. Gross examination: the specimen is labeled ¿foreign object¿ and consists of two cream colored-tan web-shaped portions of membranous tissue with adhered adipose tissue measuring 7 x [illegible, presumed 5 or 6] x 0.1 cm and 9 x 5 x 0.2 cm. Blue sutures are located along one and of both portions of tissue. The specimens are sectioned. Specimen grossly appears to be possible mesh fragments embedded throughout. Two representative sections are submitted in one cassette. Specimen is saved at grossing station #2. Microscopic description: a microscopic examination has been performed. (B)(6) 2016:(B)(6) health system. Nurse¿s note. Chronic, severe protein/calorie malnutrition related to inadequate intake as evidenced by 33% weight loss in 6 months. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Radiology ¿ kidney, ureter, bladder. Impression: mild gaseous distention of proximal colon, few loops of small bowel, secondary to mild postoperative ileus. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Discharge summary. Admitting diagnosis: intra-abdominal free air. Discharge diagnosis: chronic abdominal pain. History: chronic abdominal pain over past few months, history peptic ulcer disease. Acute worsening pain today. Exam: abdomen soft, nontender, nondistended, wound clean. Hospital course: taken from emergency department to operating room emergently, exploratory laparotomy, removal abdominal wall mesh. Findings at exploration were negative. Admitted post-op. Nasogastric tube removed, on clears. Diet advanced, tolerated. Return bowel function, discharged home postop day 4, doing well. Discharge instructions: no heavy lifting (<20 lbs), regular diet. Follow up 10 days. (B)(6) 2018: (B)(6) clinic. (B)(6) md. Office notes. Diaphragmatic hernia and incisional hernia without obstruction or gangrene. Treatment: symptomatic recurrent hiatal hernia candidate for repair. Explained repair include reduction of hernia, closure of hiatus, with or without reinforcement with biologic mesh. Large incisional hernia, partially reducible. Advise undergo open hernia repair with retrorectus placement of mesh. All questions answered, will proceed with repair in near future. Exam: abdomen: midline incision with large widemouth hernia, tender with valsalva, reducible. (B)(6) 2018: (B)(6) clinic. (B)(6) md. Radiology CT abdomen/pelvis without contrast. History: diaphragmatic hernia. Findings: intrathoracic hernia containing gastric fundus, post nissen fundoplication gastric wrap. Mild gaseous distention of gastric antrum, pylorus, and proximal portion duodenum. No obstruction. Midline ventral upper abdominal wall hernia containing outer wall segment of bowel. (B)(6) 2018: (B)(6) clinic. (B)(6) md. Radiology ¿ x-ray upper gastrointestinal with air without kidneys, ureters, bladder. History: diaphragmatic hernia without obstruction or gangrene. Impression: delayed esophageal emptying, smooth narrowing at ge junction. Deformity of stomach fundus, compatible with fundoplication with evidence of probable loosening. Associated with small hiatal hernia. No gastroesophageal reflux. (B)(6) 2018: [missing records: records for ¿open incisional hernia repair¿ were not provided.] (B)(6) 2018: [facility ni]. (B)(6) md. Office notes. Drain pulled. Weight 130 lbs., bmi 20.98. (B)(6) 2018: (B)(6) clinic. (B)(6) md. Office notes. Status post open incisional hernia repair, laparoscopic hiatal hernia repair with fundoplication. Pain left upper abdomen near midline incision. Deny drainage from wound. Exam: abdomen soft, incision pink healing well, appropriately tender, area left of midline has firm tender area, no erythema, all other lap sites nontender. Hernia repair intact. (B)(6) 2018: (B)(6) clinic. (B)(6) md. Office notes. Follow up open incisional hernia repair, hiatal hernia repair with fundoplication. Pain epigastric region, after meals. Heartburn few times per week, abdominal pain daily, bloating. Lost 6.8 lbs. Weight 125.4 lbs., bmi 20.24. Exam: abdomen soft, nontender, nondistended, incision pink, healing well. No drainage, appropriately tender, repair intact. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.